Event description:
The reporter indicated that a 13.7mm vticm5_13.7, -12.0/+0.5/119 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault and blurred vision. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints reported for units within the same lot. Claim # (B)(4).